Manufacturer narrative:
(B)(4). The problem with the device was noted at installation. Installation of this device is typically performed by a sales representative or a clinical product specialist (cps), but this is not required. Upon arrival at the user facility, the sales rep or cps will unpack the device and perform operational checks to ensure that the device is working properly. In the event that the device is not installed by the sales rep or the cps, the user installs the device. Since installation of the device by the device MFR's personnel is not mandatory, the possibility exists that a user could install the device and be unaware of an audio malfunction. While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, and no staff member is continuously monitoring the display, serious injury and/or death can occur. Therefore, we are reporting this event. The device with the reported problem was returned to the device MFR for eval. The device was first evaluated by the software team. The device was unboxed, turned on, and the device produced sound correctly. The device was allowed to run and after less than 1 hours' time, the sound was checked. At that time, the device was not producing sound. A set of head phones was plugged directly into the device's motherboard (which generates sound) by removing an audio cable and it was found that the motherboard was producing sound. Then, the headphones were replaced with external pc speakers and the motherboard continued to produce sound. The audio cable was then reconnected and the device stopped producing sound. The device was then rebooted and, upon power up, the device was not producing any sound. Since the motherboard was producing sound, it was concluded that the device's software was performing as expected and that the issue was likely hardware related. The device was given to the product engineer for add'l analysis. The product engineer turned the device on and it was not producing any sound. Pc speakers were plugged into the motherboard (by removing the audio cable) and it was verified that the motherboard was producing sound. The audio cable that connects the motherboard to the a/d amplifier pca was replaced with alternate cables and it was found that the device still did not produce sound. This eliminated a problem with the audio cable as the cause of the problem. Eval of the device's internal structure and wiring determined that the problem was not likely related to the device's internal speakers or speaker wires since the speakers have separate ground and driving lines from each other and the chances of both speakers intermittently failing and then working simultaneously is not likely. Pressure was applied to the audio cable input connector to the a/d amplifier pca and the speaker output connector, but this did not resolve the issue. Also, these connectors were wiggled, but this did not resolve the issue. An oscilloscope was connected to the audio cable input connector to the a/d amplifier pca and to the speaker output connections of the a/d amplifier pca. An audio waveform was seen on the input of the board but no waveform on the output. This verified that the audio is being lost in the a/d amplifier pca. Since that pca is not controlled by the device manufacturer (it is owned by the contract MFR "(B)(4)"), the device was sent to the (B)(4) for further analysis. Analysis of this problem by the (B)(4) is currently on-going. Once the investigation is complete, a final report will be filed.

Event description:
The device manufacturer's sales rep reported that the device did not produce any sound at installation. There was no reported pt impact.